Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for an embolism due to anchor and collagen deposition into the artery. The exact root cause cannot be determined. The likely cause was determined to have been improper positioning of the components or insufficient tamping resulting in deposition into the artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A2: age & date of birth: born in 1970. A6: race: requested, not provided. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2023-00887.

Event description:
The user facility reported that after placing the angio-seal device, the collagen embolized and transferred to the patient's knee and they have to remove it by surgery. There were two devices from the same lot that were used on the same patient that had the same issue. After that they used an angio-seal 6fr and everything was ok the next day. Follow-up treatment was needed. Additional information was received on 07dec2023: the procedure was an iliac stenting procedure using a 6fr sheath. A pre-deployment angiogram was performed. There was no blood loss. The patient was stable.